Manufacturer narrative:
Device evaluated by MFR: the promus elite ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the crimped stent found a stent strut on the second row from the proximal end of the stent was found to be lifted. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-feb-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 3.5mm x 20mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the non-tortuous mid left circumflex artery. Following pre-dilatation with a semicompliant balloon catheter, a 24 x 3.50 promus elite drug-eluting stent was advanced but because of the calcium, failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.